Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6) block h2: additional information: block d4 (lot number, expiration date), block h4 (device manufacture date) block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: visual examination of the returned complaint device found the inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon did not hold pressure when positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located in the middle section on the balloon. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papillar during a common bile duct dilation procedure performed on (B)(6), 2020 according to the complainant, during the procedure, the balloon burst. The procedure was completed with another hurricane rx dilatation balloon device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used its expiry date. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papillar during a common bile duct dilation procedure performed on (B)(6) 2020 according to the complainant, during the procedure, the balloon burst. The procedure was completed with another hurricane rx dilatation balloon device. There were no patient complications reported as a result of this event.